Event description:
It has been reported to philips that the allura xper fd20 system could not boot up during clinical use. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system remotely and confirmed that system can¿t bootup, rse suggested customer to remove the host pc following with that reset & clean the host pc and memory card. Philips field service engineer (fse) visited onsite and repaired host pc. After repaired action, the system was returned to use in good working order.